Event description:
The facility representative contacted baxter to report an infusor pump that did not infused. The event occurred during patient therapy. It is unclear whether the event was associated with an interruption of delivery or nondelivery. The anesthesiologist infused the drug, propofol, into the patient manually. The event occurred in the general patient ward. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been requested, but has not yet been received at baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. Additional: a service history review revealed that this device was not previously serviced prior to this event. A device history review has been performed and there were no exceptions noted for the manufacture of this product.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.